Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the lead was capped and replaced. This patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a diaphragmatic stimulation. The parameter was reprogrammed for the lead. The lead is still in use. No patient complications have been reported as a result of this event.